Event description:
It was reported that, "during the tha, when the nurse was opening the product box, she noticed a discolored tyvek sheet on the seal. The surgeon used it at this tha."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.